Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 multiple MDR reports were filed for this event, please see associated reports: 0002648920-2024-00148. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: an acetabular cup with acetabular cup screw seated within the bone but not fixing the cup (malposition). A femoral component is not seen. Contributing factors not identified. The complaint was confirmed based on the evaluation of the provided x-ray. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 00625006530 / bone scr 6.5x30 self-tap / lot: 65829133 g2: china customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure while obtaining screw fixation of the acetabular cup, the screw passed through the acetabular cup screw hole. Attempts have been made and no further information is available.